Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was reported, and the patient will continue to be monitored. The were no patient consequences noted.